Event description:
It was reported that the ventricular lead exhibited noise. The noise could be recreated with isometrics. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.